Event description:
The consumer reports that as she was removing the inner shield from a 31 gauge x 8 mm bd ultra fine short insulin pen needle the needle dropped onto the floor. The consumer is legally blind and she unknowingly stepped on the dropped needle. The consumer also has neuropathy in her feet and when she stepped on the needle she was unable to feel it and it became embedded in her foot. The consumer was eventually hospitalized and required two different surgeries to remove the needle. The consumer states that she currently has a bone infection related to the injury and that she is on two different IV antibiotics for the next 4-6 weeks to treat the infection.

Manufacturer narrative:
The actual device in question was discarded by the hospital. The consumer states that she will send samples from the same box. Once the samples are received they will be evaluated adn upon completion of the investigation , a supplemental report will be filed. (B)(4).